Event description:
Light fell. Surgical light 1 in operating room 1 came loose from the horizontal arm and fell. Per (B) (6): "the patient was in the room, and sedated. The doctor was in the room, but not yet scrubbed in. The doctor was moving one of the surgical lights on a triple suspension into position. The joint between the spring arm and the extension arm became disjoined and the light fell from the ceiling. The doctor was able to catch the light and guide it to the ground. It was reported by the nurse that no one was hurt during the incident."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There is one event associated with this event type (malfunction) and product code (B) (4).